Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact experienced difficulty loading multiple cartridges. The customer could not recall specifics and cannot identify any alarms in the pump logs. There was no reported impact to the customer's blood glucose levels. The contact reported that the customer has discontinued from using the pump. Although requested no further information was provided.